Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After a 7f femoral sheath was advanced, a 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon advancement of the device through the sheath, the device snapped outside of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded with blood on the outside of the device. The hypotube and shaft were microscopically inspected. Inspection revealed numerous hypotube kinks with a hypotube fracture 67cm from the strain relief. Inspection of the remainder of the device found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After a 7f femoral sheath was advanced, a 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, upon advancement of the device through the sheath, the device snapped outside of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.